Manufacturer narrative:
Final pump analysis revealed no anomaly found; the pump was filled to 'opm', the septum was monitored in a body temp oven for 12 hours with no leaking seen. The septum was also pressurized to 30 psi and submerged under water for 1 minute and no leaking was seen. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported the patient had the pump refilled the week prior to this report date. The patient went into full respiratory arrest after the appointment, and was transported via ambulance to an emergency room, where he was admitted to the intensive care unit (ICU). It was said there was filling difficulty and the pump septum leaked and allowed the medication to leak out into the body during the refill. The physician ¿knew¿ it was from the pump leaking fluid into the patient¿s tissue at the device pocket location. The pump was explanted. The pump was used to deliver compounded baclofen, fentanyl, dilaudid and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.